Event description:
Baxter (B)(4) received a report that a folfusor's cap was loose during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml of fluid in the reservoir. The reported condition of a loose cap was not confirmed. All caps were observed to be securely intact. The coiled cap is designed to be turned both ways (left or right); this is normal, as long as the coiled cap is not completely separated from the bottle. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.